Manufacturer narrative:
(B)(4). Medwatch (B)(4) reported a total of 4 additional events. We reached out to the customer for additional information. These events are reflected in the following mdrs: 3003898360-2017-00202, 3003898360-2017-00235, 3003898360-2017-00237, 3003898360-2017-00024. The device has not been returned to the manufacturer at the time of this report. The investigation into this complaint is in progress.

Event description:
Customer complaint associated with medwatch ((B)(4)) alleges the device had a leak and the cuff would not stay inflated. No additional event information received on this device.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The customer complaint cannot be confirmed as the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defective sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
Customer complaint associated with medwatch ((B)(4)) alleges the device had a leak and the cuff would not stay inflated. No additional event information received on this device.